Event description:
During a hysteroscopy procedure, a piece of the scissors broke off and fell into the sheath. The procedure was completed with a second device, the piece was retrieved and there were no pt problems. Following the procedure, the olympus sales rep reported that a second pair of scissors at the same account broke as the nurse was opening and closing it prior to placing them on the instrument tray.